Manufacturer narrative:
Medtronic investigation of returned suspect bridge rectifier was unable to replicate the reported issue. Diode bench test of bridge rectifier confirms bridge rectifier is functioning as expected. No problem found. Medtronic investigation of returned suspect u5 eprom and ht controller board was unable to replicate the reported issue. No errors were observed during either 2d or 3d spins. No fault found. Medtronic investigation of returned suspect atp console and u24 eprom was unable to replicate the reported issue. No errors were observed during either 2d or 3d spins. No fault found. Testing was unable to confirm the cause of the reported issue. All returned components were fully functional.

Manufacturer narrative:
Patient information has been requested but not received. Additional on-site troubleshooting took place on 3/11/2016 and 3/14/2016. No known patient harm has been reported, and no additional information is available at this time. The imaging system was inspected on-site by a medtronic representative. It was found that a number of system components contributed to the reported malfunction, including the atp board. The return of the replaced parts has been requested, but no parts have been returned. The system tested normally and was fully functional following part replacement.

Event description:
A healthcare professional from the customer site reported a problem with 3d acquisition using the imaging system. It was reported that on the morning before a procedure ((B)(6) 2016), the imaging system was tested in several different modes (hd, normal, high kv, high ma). 10 test spins were taken, with no patient present. One generator overload error was encountered during this testing, and the x-ray tube temperature indicator was noted to display red. With the information stated above, the surgeon opted to continue with a procedure later the same day, and the same error was encountered. It was reported that 2d mode functioned normally, but the 3d spin was interrupted. Through on-site troubleshooting, a successful spin was taken using low-dose mode. The delay to therapy was less than one hour. The procedure then continued as planned.

Manufacturer narrative:
Additional information: (B)(4).